Event description:
It was reported that sometime post a port placement in the right subclavian vein, the doctor tried to puncture the reservoir but was not successful, and the syringe was allegedly faulty. It was further reported that the catheter wire was apparently obstructed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port, one groshong catheter, and one disassembled syringe in two segments were received for evaluation. Visual evaluation was performed. No anomalies were noted throughout the port and the groshong catheter returned. The syringe was received disassembled and the rubber seal appeared partially detached from the plunger. The reported guidewire was not received. Therefore the investigation is inconclusive for the reported defective component and failure to advance issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: e1, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right subclavian vein, the doctor tried to puncture the reservoir but was not successful, and the syringe was allegedly faulty. It was further reported that the catheter wire was apparently obstructed. Reportedly, the catheter was removed and replaced. There was no reported patient injury.